Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient states that humidifier is not working. A device was returned to a third-party service center. During the evaluation of the device, they found out that the device does not recognize the humidifier, in addition, they observed scratched ui bezel plus, blower box with contamination and heater plate with electrical damage. Error codes are also found in the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.